Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold, low pacing impedance, and noise was observed on the electrogram (egm). It was also reported that there may have been insulation damage - or the damage may have occurred during the explant. It was noted that the stylet would not advance very far - however the helix retracted normally - and the insulation damage was seen after lead removal. The lead was replaced. No patient complications have been reported as a result of this event.